Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's snake wrist was dislodged. No cables appeared to be broken. Failure analysis concluded that the dislodged damage was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the disloged snake wrist if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy surgical procedure, it was noted that the suction irrigator instrument would not straighten to be removed from the trocar. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.